Manufacturer narrative:
Siderail assist cable frayed.

Event description:
It was reported by service report that the right side rail lowers too quickly. No pt involvement or adverse consequences are reported.